Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD), attended the hospital as they heard beeping tones. Device interrogation found a gradual decrease in rv pacing impedance, reaching low out of range measurements; and noisy signals were identified during patient arm movements. No episodes with oversensing were observed and the shock impedance was found to be within range. Lead insulation damage is suspected, so a replacement procedure has been scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD), attended the hospital as they heard beeping tones. Device interrogation found a gradual decrease in rv pacing impedance, reaching low out of range measurements; and noisy signals were identified during patient arm movements. No episodes with oversensing were observed and the shock impedance was found to be within range. Lead insulation damage is suspected, so a replacement procedure has been scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information provided from the field indicated surgical intervention was later performed and this lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD), attended the hospital as they heard beeping tones. Device interrogation found a gradual decrease in rv pacing impedance, reaching low out of range measurements; and noisy signals were identified during patient arm movements. No episodes with oversensing were observed and the shock impedance was found to be within range. Lead insulation damage is suspected, so a replacement procedure has been scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service. Additional information provided from the field indicated surgical intervention was later performed and this lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.